Event description:
It was reported that the mobile power unit was not working after 3 alkaline batteries were changed. The mobile power unit was exchanged, and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit not working was not confirmed; however, atypical no external power alarms were confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review spanning approximately 2 days (21may2022 ¿ 23may2022 per timestamp). On 22may2022 at 01:40:08 - 1:40:17, 06:32:22 - 06:32:30, 14:40:50 - 14:40:58, 18:10:34 - 18:10:42, and 23may2022 at 1:05:37 - 1:05:45 there were atypical no external power alarms caused by losses of ac power while connected to the mpu. The backup battery provided power during this time. These events would clear after 14v battery power was connected. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on 01jul2022 indicated that the mobile power unit (serial #: (B)(6) would not be returning. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.